Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 10/4.00 flextome cutting balloon catheter was selected to treat the target lesion. During the procedure, it was noted that the balloon ruptured while deflating. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications reported and the patient's status was good.